Event description:
Patient reported inserting a tampon. Because the tampon did not feel comfortable, she tried to remove the tampon and the string broke. She tried unsuccessfully to remove it herself, but was unable to do so. The patient went to the ER where a physician removed the tampon. There was no report of injury or other health issues associated with the event.

Manufacturer narrative:
The patient did not retain tampon labeling except for the upc on the bottom of the carton. No lot number was identified, and no samples were available for the manufacturer to evaluate and test. Additionally, there was no corroborating medical evidence provided by the patient to confirm whether an adverse event occurred. Patient claims such records are not available.